Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had went to the emergency room (ER). The patient's blood glucose levels reached 200 mg/dl while wearing the pod longer than 48 hours. Patient also reported the pod was leaking during wear. The patient was treated with manual injections by the doctor and advised to change his diet, drink more water and exercise; he was released after spending 2 hours in the ER. The pod was removed at patient's home and was discarded.